Event description:
The customer's family member called reported that the customer's blood glucose was very low. The paramedics were called out and arrived to their house. Advised family member to call back to troubleshoot the device.